Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were noted on the right atrial (ra) and right ventricular (rv) lead. Provocative testing was performed and noise was reproduced on the ra lead. The suspected root cause was lead damage, however, no further intervention was performed. The patient was stable. Related manufacturer report number: 2017865-2022-01270.

Manufacturer narrative:
Correction: h6.